Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
During use on a patient during a shoulder procedure, the electrode produced sparks. A warning message was displayed : 'output shorted'. The event led to a burn on patient skin. The sparking occured inside the patient. Additional information from the affiliate via email was received on 11-19-15: was this device new? Yes. How long was it activated prior to failure? The failure occurred at the beginning of the procedure. Did the burn need to be treated? Yes with a bandage. What is the current status of the patient? Fine. 2nd degree burn with a favorable development in 15 days with a healing. How was the procedure completed? With another electrode. Did this failure extend the procedure time greater than 30 minutes? No.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed that the device had signs of melting on the manifold between 12-1 o'clock positions of the tip. This damage to the tip would lead to display output shorted error, confirming this complaint. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation, indicating misuse. The electrode was not tested to avoid further damage to the tip. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident related to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind from this lot of 302 devices released for distribution in (B)(6) 2015. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).